Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was swimming in the sea and passed out due to ventricular fibrillation (vf). The arrhythmia required three shocks from the s-ICD to terminate. The shock impedance measurement was at 81 ohms. There was a delay of 98 seconds until the second shock, but there were no egms for most of this time, only the dashed lines. The patient did not receive defibrillation threshold (dft) test at implant due to being in the no dft-arm of praetorian and post-implant x-ray imaging were provided for review. Data analysis was performed. Technical services provided information on device use, interaction with saltwater environment. Swimming in saltwater can interfere and divert shock energy away from the patient. Technical services suggested that if the healthcare professional would like to minimize time to therapy an option could be lowering the conditional zone if clinically acceptable and troubleshooting steps were provided to evaluate sensing performance. The patient was seen in-clinic, and the patient has normal bmi at 24. The primary vector is the best vector, some myopotential oversensing was observed but correctly labelled by the device. Additionally, the shock impedances were reviewed and showed the shock impedance measurement ranging from 20 to 27 ohms at the time of the first and second shock. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was swimming in the sea and passed out due to ventricular fibrillation (vf). The arrhythmia required three shocks from the s-ICD to terminate. The shock impedance measurement was at 81 ohms. There was a delay of 98 seconds until the second shock, but there were no egms for most of this time, only the dashed lines. The patient did not receive defibrillation threshold (dft) test at implant due to being in the no dft-arm of praetorian and post-implant x-ray imaging were provided for review. Data analysis was performed. Technical services provided information on device use, interaction with saltwater environment. Swimming in saltwater can interfere and divert shock energy away from the patient. Technical services suggested that if the healthcare professional would like to minimize time to therapy an option could be lowering the conditional zone if clinically acceptable and troubleshooting steps were provided to evaluate sensing performance. The patient was seen in-clinic, and the patient has normal bmi at 24. The primary vector is the best vector, some myopotential oversensing was observed but correctly labelled by the device. Additionally, the shock impedances were reviewed and showed the shock impedance measurement ranging from 20 to 27 ohms at the time of the first and second shock. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was swimming in the sea and passed out due to ventricular fibrillation (vf). The arrhythmia required three shocks from the s-ICD to terminate. The shock impedance measurement was at 81 ohms. There was a delay of 98 seconds until the second shock, but there were no egms for most of this time, only the dashed lines. The patient did not receive defibrillation threshold (dft) test at implant due to being in the no dft-arm of praetorian and post-implant x-ray imaging were provided for review. Data analysis was performed. Technical services provided information on device use, interaction with saltwater environment. Swimming in saltwater can interfere and divert shock energy away from the patient. Technical services suggested that if the healthcare professional would like to minimize time to therapy an option could be lowering the conditional zone if clinically acceptable and troubleshooting steps were provided to evaluate sensing performance. The patient was seen in-clinic, and the patient has normal bmi at 24. The primary vector is the best vector, some myopotential oversensing was observed but correctly labelled by the device. Additionally, the shock impedances were reviewed and showed the shock impedance measurement ranging from 20 to 27 ohms at the time of the first and second shock. Recently, the s-ICD system was surgically explanted to resolve the event. No additional adverse patient effects were reported. This system has been received for analysis and is pending the investigation conclusion.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), and h6 (impact codes).

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was swimming in the sea and passed out due to ventricular fibrillation (vf). The arrhythmia required three shocks from the s-ICD to terminate. The shock impedance measurement was at 81 ohms. There was a delay of 98 seconds until the second shock, but there were no egms for most of this time, only the dashed lines. The patient did not receive defibrillation threshold (dft) test at implant due to being in the no dft-arm of praetorian and post-implant x-ray imaging were provided for review. Data analysis was performed. Technical services provided information on device use, interaction with saltwater environment. Swimming in saltwater can interfere and divert shock energy away from the patient. Technical services suggested that if the healthcare professional would like to minimize time to therapy an option could be lowering the conditional zone if clinically acceptable and troubleshooting steps were provided to evaluate sensing performance. The patient was seen in-clinic, and the patient has normal bmi at 24. The primary vector is the best vector, some myopotential oversensing was observed but correctly labelled by the device. Additionally, the shock impedances were reviewed and showed the shock impedance measurement ranging from 20 to 27 ohms at the time of the first and second shock. Recently, the s-ICD system was surgically explanted to resolve the event. No additional adverse patient effects were reported. This system has been received for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), and h6 (impact codes). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.